Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise with oversensing was confirmed and was due to external abrasion to the insulation noted at the adjacent to the distal end of the connector port and the subsequent exposure to the outer coil.

Event description:
It was reported that the pt presented in the clinic for routine follow up. Atrial lead exhibited noise with over sensing. The lead was explanted.